Event description:
During in clinic follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch (ams) over-sensing were noted on the right atrial (ra) lead. No intervention was performed. The patient was stable and will continue to be monitored.